Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one eea 28mm single-use stapler. The event report alleges the product was used in a lap lar procedure. Inspection under the microscope displayed nicks on the knife blade. Cross cutting staple line marks were also observed on the mylar cutting ring. The instrument was reloaded with a full complement of staples and applied to the appropriate test media producing acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lap lar procedure, there was poor staple formation. The donuts were not complete. The staple line was incomplete. The staple line was resected and restapled. The procedure was converted to an open procedure. Staples did not hit the anvil. They were straight staples. Due to the staples not forming properly, a mini sigmoidectomy was performed to remove the damaged tissue. The event lead to patient hospitalization for twenty four hours. There was temporary injury as an abdominal incision was made to remove the damaged tissue and complete the procedure. There was unanticipated tissue loss and damage. The damage was permanent. Surgical time was extended by more than 30 minutes. Incision was extended by more than one inch. Current patient status is alive with injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.